Event description:
The following was reported: "unknown material was observed at near vamp plus."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Saline primed vamp plus kit was returned. A white unknown material was observed at inside of syringe. On 11/3/09, unit is sent to chemistry for further analysis.